Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). When withdrawing from the race pack the thread is tangling, because of this the thread is traumatizing ripping very often.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 4 unopened racepacks. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed, there are no units in stock. Received four closed samples. Extraction of the suture in the received closed samples is correct and the current one. Suture has been pulled out without difficulty and does not become tangled, therefore a cause could not be determined for the broken suture. Visually inspecting the suture should be pulled out from the packaging rightwards, avoiding the suture extraction from the upper side. If the suture is pulled out from the packaging by the upper part, the thread could be tangled. The engineering department has been informed about this issue and is testing and analyzing other product packaging designs in order to avoid these kind of incidences. Please note that two movements need to be done to pull out the suture from the packaging according to the design of double armed sutures packed in racepack: first one for pulling out the first needle and thread. Second one to pull out the second needle. This product has been manufactured with the current design of winding and packaging. Tested the knot pull tensile strength of the samples received and the results fulfills the OEM requirements. As stated in the perilene instructions for use: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: complaint is justified. Actions on product: credit note for one box of product. Corrective/preventive actions: there is an improvement project in order to avoid these kind of incident in the future.